Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2317700 model:sc-2317-70 serial:(B)(6). Batch:7073679/5141679.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old implantable pulse generator (ipg) and spinal cord stimulation (scs) leads were replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and all explanted device components will not be returned per facility policy.